Event description:
It was reported, during surgery, when the package of guide wire was opened, it was found that the guide wire was bending. The surgeon changed the guide wire to another guide wire and the procedure was completed without problem. After the surgery, the sales rep found that the blister pack was damaged and outer case was undamaged.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.